Event description:
It was reported that the patient was having a lead revision due to a fracture on all contacts except case and 0. All other electrode pair impedances measured above 2,000 ohms. It was noted that this was the second lead on same side that had to be replaced due to fractures (see MFR. Rep. # 3004209178-2009-07470). The fracture was confirmed through x-ray, and it was reported that reprogramming wasn't an option. There was no reported trauma associated with the fractured lead, and the cause of the fracture was not determined. The patient's revision surgery was completed without complications.

Manufacturer narrative:
(B)(4). Lead model 3387s-40 lot# v230715 implanted: 2009-(B)(6) explanted: 2012-(B)(6); extension model 7482a40 serial# (B)(4) implanted: 2009-(B)(6) explanted: na; programmer model 37642 serial# (B)(4).

Manufacturer narrative:
Product ID, 3387s-40 lot# v230715 serial#, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead. Analysis of the lead, model 3387s-40, found the lead body conductor broken within 10 cm of connector area.